Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a routine device exchange procedure, the physician noted externalized cables on the right ventricular (rv) lead via fluoroscopy. The rv lead was capped and replaced. The patient was stable.